Event description:
See also manufacturer report 3004209178201009630. The pt underwent revision surgery on (B)(6) 2010 to re-secure the stimulators. The pt was told that both systems were checked before she left the hospital. The pt did not notice a return of symptoms or attempt to use either programmer until after she travelled through the airport. Upon interrogation, both stimulators displayed a power-on-reset condition. The pt was going to contact her clinic for reprogramming.

Manufacturer narrative:
(B)(4).